Event description:
Since late 2011, we have experienced continued problems with this medical device: international technidyne corporation's hemochron signature elite for point-of-care pt activated clotting time analysis. I fear for the safety of our pts, based on lack of reliability, excuses without issue resolutions, lack of accountability to produce a product that performs according to 510(k) submissions, no customer warnings/notifications when product problems are identified by MFR or when numerous customer complaints are received on the same issue, ie, circuit board dies. Descriptive documentation available for the following product problems, none of which included any MFR recalls: seals replaced, kapton tape added as repair, pumps replaced, circuit boards replaced, device fails during pt testing in cardiac catheterization, clia failures on proficiency testing blind samples, repeat serial number devices sent to MFR, they 'repair', send it back, only to fail again for the same issue, free product provided which fails to perform just as that which it replaced. Se (B)(4), elite issue description: case # (B)(4), program not accepting change, issue confirmed: yes. Case# (B)(4), communication error, issue confirmed: yes. Case#: (B)(4), display frozen, issue confirmed: yes. Case#: (B)(4), will not turn off, issue confirmed: yes. Case #: (B)(4), physical damage instrument, issue confirmed: yes. Se (B)(4) elite issue description: case#: (B)(4), temperature high. Issue confirmed: yes.